Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm was in the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm was in the tube.